Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a distal gastrectomy at the second firing, the tissue was unable to be clamped, even though the cartridge was opened and closed for several times, the situation wasn't improved, and only the handle was replaced with a new one. The same reload was used and the tissue was clamped, the jaws were closed without problems, and the resection was able to be performed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.